Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4035 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was treated with chemotherapy drugs and was admitted to hospital on february 10. In the morning of the next day, she reported swelling and pain of the punctured limb. The responsible nurse checked the red and swollen skin below the punctured site and the skin temperature of the affected limb was high. B ultrasound examination was performed immediately, and PICC consultation was conducted. The consultation results showed that there were 2 leaks 2cm above the PICC catheter puncture, and the pipes were trimmed. After returning to the ward, due to the large external extravasation, the patient was immediately closed according to the doctor's advice. The patient was told to raise the affected limb and ice it intermittently, and continue to observe the changes of the affected limb.